Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with severe aortic stenosis went into cardiopulmonary arrest when balloon aortic valvuloplasty was performed. Cardiopulmonary resuscitation was performed and an impella cp device was inserted for mechanical circulatory support. The patient had a return of spontaneous circulation and was hemodynamically stable on impella cp support after the cardiac event. On (B)(6) 2023, computed tomography was performed for brain evaluation and hypoxic encephalopathy was noted. The causal relationship with impella is unknown, however the cerebral edema is likely secondary to hypoxic-ischemic encephalopathy which is likely secondary to the cardiac arrest which the patient's arrest occurred prior to impella insertion. No information was provided if any interventions or treatments were given to the patient for the hypoxic encephalopathy. It was reported the patient died without improvement in circulatory dynamics and the physician stated there was no causal relationship with impella. The cause of death was determined to be low cardiac function. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.